Event description:
Resident attempted to fire the stapler and the locking handle broke. No contents were broken in the patient. Surgeon aware. Opened second stapler and handle stayed locked and would not open to put in a staple load. First defective stapler used on the patient - reference #ats45 lot #541c79, expiration date 6/30/28. Stapler load reference # tr45w, lot #474c05, expiration date 5/31/28. Second defective stapler used - reference # ats45 lot # x95a87, expiration date 6/30/27.